Manufacturer narrative:
Details of complaint: the customer reported that the touchscreen is freezing. The issue was discovered during set up. According to the customer, the issue can be fixed by doing a force shut down procedure; however, the customer wants the unit evaluated. The unit was not in patient use at the time. Investigation summary: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause of the issue was touch panel failure. Additional model information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #:bsm-1733 , serial #: (B)(6) , device manufacturer date: n/a, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no. Life scope g7 bedside monitoring system (bsm): model #:ja-170p , serial #: (B)(6) , device manufacturer date: n/a, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no.

Event description:
The customer reported that the touchscreen is freezing. The issue was discovered during set up.